Event description:
Concerns with ICU plum pump with no safety alarm built into the system to alert nursing staff to restart pump when placed on standby. Rn placed pump on standby mode during a medication IV bag change of ketamine infusion and forgot to restart. It was later discovered meds were not infused when pt was becoming agitated and hypertensive on lovaphed. Rn's need to have a work around to remind them to restart pump when placed on standby. Safety concern as prior pumps from another manufacturer had an alarm feature in their system when placed on standby.